Event description:
It was reported that during a ptca treatment procedure involving a 75% stenotic lesion in an uspecified, but tortuous coronary artery, the f/g adante balloon ruptured at 7 atm's after 30 seconds on the initial inflation. The pt was asymptomatic during this event. It is noted that the f/g adante balloon was not being used to deliver a stent, but to dilate a stent. The size and type of introducer sheath and weather an inflation device was used are unk. A maker guidewire (size unk), a 6f medtronic zuma ii guide catheter were used. The f/g adante balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as 'good'. No further info is available at this time.